Event description:
Port inserted 8/5/95 and used for chemotherapy treatment. Pt noted "awareness" in shoulder. Oncologist ordered chest x-ray which showed that port had fractured with distal end migrating to right ventricle.